Event description:
It was reported the sideport disconnected form the sheath during the case. There were no consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation with the extension tube assembly detached from the side port of the introducer. Visual inspection of the returned introducer revealed the extension tubing had detached from the side arm port. Additional testing confirmed the presence of solvent on the detached extension tube. CAPA was initiated on october 10, 2006 to investigate sidearm detachments. The process has been updated and validated to prevent recurrence.